Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency department. Upon device interrogation, loss of capture (loc) and undersensing were noted on this right atrial (ra) lead. It was also observed that the right ventricular (rv) lead exhibited high capture thresholds. The patient was reported to experience asystole. A revision procedure was performed and this ra lead was explanted and replaced. The rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency department. Upon device interrogation, loss of capture (loc) and undersensing were noted on this right atrial (ra) lead. It was also observed that the right ventricular (rv) lead exhibited high capture thresholds. The patient was reported to experience asystole. A revision procedure was performed and this ra lead was explanted and replaced. The rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.